Event description:
It was reported that the user experienced prolonged hyperglycemia followed by prolonged hypoglycemia while using the ilet system, with a highest blood glucose of 321 mg/dl for approximately 10 hours and a lowest blood glucose of 40 mg/dl for approximately 4 hours; the user treated lows with multiple carbohydrate sources and noted that high alerts above 300 mg/dl for over 90 minutes did not occur. Symptoms included feeling lucid with mild dizziness during hypoglycemia. Outcomes included no professional medical intervention, no need for emergent assistance, and no hospitalization. Investigation included review of user-reported device performance, alert behavior, and troubleshooting and education regarding hypoglycemia treatment. Investigation of this case revealed that the event was consistent with patient overtreatment of hypoglycemia, with subsequent rebound and prolonged glycemic excursions, and no device alarms beyond low and urgent low alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to hypoglycemia treatment practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.